Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported failure. The instrument was found to have a broken tube extension at the distal end. No pieces were missing. This failure is likely due to user mishandling.

Event description:
It was reported that during a da vinci assisted gynecology procedure, the monopolar curved scissors (mcs) instrument was broken near the distal end. The procedure was completed and there was no patient injury.